Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that difficulty to operate occurred before use with a syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "customer complained she felt resistance when injecting."

Manufacturer narrative:
Investigation: customer returned one (1) used 30gx8mm, 0.3ml bd insulin syringe. Customer complained s/he felt resistance when injecting. The returned syringe was examined, and it was observed that the syringe had been used to draw medication. The syringe was then tested for flow, and it was observed that the syringe was able to both draw and expel properly. No evidence of manufacturing defect was observed, therefore, the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number.

Event description:
It was reported that difficulty to operate occurred before use with a syringe 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, "customer complained she felt resistance when injecting."